Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00212, 3003742446-2011-00429, and 3003742446-2011-00430. The patient was not deceased according to the social security death index, but the patient could not be reached for the 15 month visit.

Event description:
As reported by the cypress study, the patient underwent revascularization of the first diagonal approximately ten months after the index procedure. Approximately fourteen months after the index procedure, the patient underwent revascularization of saphenous vein graft (svg) to the diagonal. The target lesion was located in the first diagonal. The lesion was described as 95% stenosed, type c, 6mm in length, de novo, non-thrombosed, with no calcification. The reference vessel was 2.5mm in diameter and non-tortuous. A 2.5x8mm cypher rx stent was successfully implanted at 18atms. No pre and post-dilation was performed. Residual stenosis was 0%. Pre and post-procedure timi flow was 3. No dissection occurred during the procedure. Ten months after the index procedure, the patient underwent revascularization of the first diagonal with implantation of an unknown bare metal stent. Approximately fourteen months after the index procedure, the patient underwent revascularization of saphenous vein graft (svg) to the diagonal with implantation of a non-cordis stent. Additional information was received stating the patient had a history of implantation of two cypher rx stents prior to the index procedure. It was reported by the site that of the two previously implanted cypher rx stents only one of these stents was implanted nearest the 2.5x8mm cypher rx stent that was implanted during the index procedure. It was also reported by the site that the physician noted that during the index procedure, the target lesion (located in the first diagonal) was distal to the previous stent. The site reported that the revascularization performed fourteen months after the index procedure was of the svg to the diagonal and that the target lesion was distal to the anastomosis of the svg. Treatment for this revascularization included implantation of a non-cordis stent. The current status of the patient was unknown.

Manufacturer narrative:
This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00212, 3003742446-2011-00429, and 3003742446-2011-00430. As reported by the (B)(4) study, the patient underwent revascularization of the first diagonal approximately ten months after the index procedure. Approximately fourteen months after the index procedure, the patient underwent revascularization of saphenous vein graft (svg) to the diagonal. Past medical history includes angina, coronary artery bypass graft surgery, hyperlipidemia, hypertension, peripheral vascular disease/claudication, chronic obstructive pulmonary disease, smoking, previous cypher stent implantation. During the index procedure, a lesion located in the first diagonal was treated. This vessel had two previously implanted cypher stents. The lesion was described as 95% stenosed, type c, 6mm in length, non-thrombosed, with no calcification. The reference vessel was 2.5mm in diameter and non-tortuous. A 2.5x8mm cypher rx stent was successfully implanted at 18atms. It was reported by the site that of the two previously implanted cypher rx stents only one of these stents was implanted nearest the 2.5x8mm cypher rx stent that was implanted during the index procedure. Additionally, the target lesion treated during the index procedure was distal to the previously implanted cypher stent. No pre and post-dilation was performed. Residual stenosis was 0%. Pre and post-procedure timi flow was 3. No dissection occurred during the procedure. Ten months after the index procedure, the patient underwent revascularization of the first diagonal with implantation of an unknown bare metal stent. Approximately fourteen months after the index procedure, the patient underwent revascularization of saphenous vein graft (svg) to the diagonal with implantation of a non-cordis stent. The lesion was distal to the anastomosis of the svg. Treatment for this revascularization included implantation of a non-cordis stent. The current status of the patient was unknown. The products remain implanted in the patient and are thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. A review of the manufacturing documentation associated with the lot for (B)(4) presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a type of treatment of the disease process and it is not a prevention or cure of the progression of atherosclerotic artery disease. The information available suggests that there are patient, vessel along with progression of existing coronary artery disease that may have contributed to the reported restenosis events. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.